Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2015. The caller stated that the cause of death was diabetes related, but the exact cause is unknown. The customer's blood glucose, at the time of death, is unknown. The caller doesn't think the customer was wearing the insulin pump at the time of death. They don't know how long the device might have been disconnected. The caller did not know if the customer used sensors or not. Since the caller was not the next of kin, insulin pump return could not be verified. Attempts will be made to contact the next of kin to gather further information regarding the customer's passing and device return.